Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest, 2 hours after treatment on (B)(6), 2012, and subsequently expired at home. The decedent's death is alleged to have been caused by the use of the product.